Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that a s5 double head pump touch screen became unresponsive during setup. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The reported issue could not be reproduced. However, it was discovered that liquid entered into the pump, leading to the reported issue. The touch screen was replaced and subsequent testing found no further issues. The device was returned to the customer. Evaluation of photographs of the device confirmed the reported issue and the root cause was determined to be penetration of liquid into the kapton-tail connection of the touch screen. Corrective actions are implemented for the reported issue.